Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had base hardware failure. There was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a base hardware failure. The base hardware failure error was also found at power up. The investigation determined that the interconnect printed circuit board (ipcb) does not operate as intended. The ipcb was replaced.